Event description:
It was reported that a patient underwent an unknown spinal procedure after suffering back pain for some time. At an unknown time post-op, it was found that 2 screws were broken. The patient complained of numbness in lower leg. A revision surgery was performed to remove the broken screws. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.